Event description:
The customer reported that there was no image displayed on the left monitor, however, the image was present when swapped to the right monitor. He stated that the problem occurred in the middle of a procedure. The system was rebooted to complete the procedure error free.

Manufacturer narrative:
The ge service rep replaced the monitor. He checked the image resolution. The unit functions as intended.